Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer were off bus. The customer was notified of this information and requested the field service engineer dispatch to be cancelled. However, the customer resolved the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 4 were off the bus. The customer added that this malfunction occurred when trying to issue a medication to a patient and there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.